Event description:
Pt was scheduled for an endometrial ablation and tubal ligation. Ablation performed first followed by laparoscopic tubal ligation. Laparoscopy performed prior to the tubal revealed one small white region on the serosa of uterus and two small spots on bowel with no evidence of perforation of uterus or bowel. General surgeon overstitched the spots on the bowel as a precaution.